Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) has shocked them five times in two weeks. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) delivered appropriate shocks for slow vt (ventricular tachycardia) and that the patient was referred to an electrophysiologist where everything was managed. The ICD remains in use. No patient complications have been reported as a result of this event.